Event description:
A manufacturer representative reported that the implantable neurostimulator (ins) recharger would not communicate with the ins and t he physician programmer indicated an overdischarge event. The patient was not feeling stimulation. The last successful recharge session was a month prior to date of report. The patient indicated that they had a fall and after that he could not charge the ins. Antenna locate feature was performed and the representative got an "incompatible insr" screen. The representative tried the green start button and immediately saw a power on reset (por) message. It was reviewed that they should continue charging the ins until at least 25% and clear the por, and, if possible, to document the por code. The indication for implant was non-malignant pain.

Manufacturer narrative:
(B)(4). No longer applies to this event, as additional information deemed it unrelated to the patient's device or therapy. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicating that the patient¿s frequent falls were not related to the device. They also noted that the por (0x8) was successfully cleared. The patient was able to achieve 8 coupling bars immediately following the por, and is currently receiving effective therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.